Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5085924) that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses experienced trauma to the breasts from mammogram testing. The patient reported she passed out from the pain of displacement of the implant used for mammogram testing and major health issues began after that. In 2019, she underwent another mammogram that she believed cause implant to remain out of pocket (displaced) and likely caused a rupture. In addition, the patient suffered several unexplained systemic symptoms, including severe brain fog, severe memory loss, inability to concentrate, severe insomnia, ibs, sudden onset of food allergies, extreme fatigue, shortness of breath, depression, anxiety, pain in right shoulder and armpit, pain under left armpit and shoulder, pain in ribs, charlie horse type pain, chest pains, vasospastic angina, neck pain requiring nerve blocks, migraines, dehydration, dry skin, sciatica, vision changes, yellow/green nipple discharge, major itching of right breast and armpit, restless leg, ringing in ears and loss of upper body strength. The patient also reported eoe and restless leg syndrome, both autoimmune diseases. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 1st of two breast prostheses.